Event description:
The doctor reported rupture of right implant confirmed by CT scan and MRI. This record relates to the right side device. The device has been removed.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, crease fold, red particles and wear abrasion. Weight measurement identified device was underweight. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The doctor reported rupture of right implant confirmed by CT scan and MRI. This record relates to the right side device. The device has been removed.